Manufacturer narrative:
Investigation into this event found that the samples were stored refrigerated for 8 days which exceeds the MFR's recommended sample storage conditions for both the vitros trop I and trop es assays. The most likely root cause is the pre-analytical storage of the samples prior to the correlation study.

Event description:
The customer performed a pt correlation study between vitros trop I es and trop I reagents. False low results were obtained for a single pt sample using both vitros trop I es and trop I reagents. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The biased results were not reported. There was no report of pt harm as a result of this event. The report corresponds to ortho clinical diagnostics inc.